Event description:
As reported, during total knee arthroplasty surgery the surgiphor bottle busted open when squeezed for application. There were no fragments of bottle and no patient injury. Bottle was stored in the sterile core prior to use.

Manufacturer narrative:
It was reported that the surgiphor bottle busted open when squeezed for application. There was no patient injury. Photo of cracked bottle provided however, photo does not assist in determining the root cause. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f, the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during total knee arthroplasty surgery the surgiphor bottle busted open when squeezed for application. There were no fragments of bottle and no patient injury. Bottle was stored in the sterile core prior to use.

Manufacturer narrative:
As reported, during total knee arthroplasty surgery the surgiphor bottle busted open when squeezed for application. There were no fragments of bottle and no patient injury. Bottle was stored in the sterile core prior to use. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Addendum: this supplemental MDR is submitted to document the results of investigation performed to analysis root cause. Based on the investigation activities performed along with a review of photo provided, the reported event has been confirmed. However, a definitive cause of the cracked bottle could not be determined. A device history record review found no non-conformances associated with this issue during production of this batch. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, g3, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.